Event description:
Through review of medical literature " 5-year experience with transcatheter transapical mitral valve-in-valve implantation for bioprosthetic valve dysfunction" author: anson cheung et al, published on journal of the american college of cardiology vol 61, no17, pages 1759-1766 (2013). It was identified several edward´s hvt valve that required a valve in valve procedure in a mitral position due to valve degeneration. In this case it was captured a patient that required a valve in valve procedure after an implant duration of 9 years due to degeneration causing stenosis in a this 29mm pericardial mitral valve. A 29 mm pericardial was implanted. Patient was noted as discharged.

Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.